Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based medical records received. The following sections of this report have been updated: updated b3, additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, and corrected h6 device code. Investigation is ongoing.

Event description:
It was reported by an edwards lifesciences field clinical specialist that a patient with a 26mm 9600tfx sapien 3 transcatheter valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 3 years and 2 months. Per clinical review of the medical records received, the patient was hospitalized for heart failure approximately 2 years and 6 months post implant of the 26mm 9600tfx sapien 3 transcatheter valve. Tte showed severe bioprosthetic aortic stenosis with an av mean gradient of 38mmhg. Tte approximately 6 months later revealed an av mean gradient of 33mmhg and ava of 0.6 cm2. Chest CT showed calcifications of the valve leaflets, with limited opening of one of the leaflets. The patient was symptomatic with nyha ill dyspnea on exertion and acute heart failure. The valve in valve procedure was successfully completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 valve remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification of the sapien 3 valve was confirmed based on the provided medical record. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Per the medical record received, the patient had medical history of diabetes mellitus (dm), hyperlipidemia (hld) and chronic kidney disease (ckd). Patients with diabetes and ckd are known to be predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. As such, available information suggests that patient factors (dm, hld, ckd) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device remains implanted.

Event description:
It was reported by an edwards lifesciences field clinical specialist that a patient with a 26mm 9600tfx sapien 3 transcatheter valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 3 years and 2 months. The failure mode was stated as stenosis. Additional information has not been provided at this time.